Manufacturer narrative:
The ventilator was investigated on site and the nozzle unit from the oxygen gas module was replaced and returned for further investigation. Optical investigation of the received nozzle revealed a broken feather spring in the nozzle unit. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation a high-pressure alarm will be generated if user set limit is exceeded. Nozzle units have a predetermined lifetime and is replaced at preventive maintenance that must be performed every 5000 hours of operation or at least once a year. This feather spring probably failed prematurely, since this nozzle unit was only 8 month old. The cause of the breakage of the nozzle unit¿s feather spring has not been determined.

Event description:
Manufacturer's ref #: (B)(4)

Event description:
It was reported that the nozzle unit in the oxygen gas module was found broken. There was no patient harm. Manufacturer's ref #: (B)(4).